Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable and ccd camera cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the sys intermittently failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.